Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels (bg) reached 335 mg/dl while wearing the pod between 4 and 24 hours; bg levels remained high despite the delivery of 2 boluses. Patient contacted doctor by phone after experiencing hyperglycemia, high ketones and vomiting. Doctor prescribed ondansetron (4 mg), to be taken every 6 to 8 hours as needed for vomiting. As instructed by doctor, patient replaced pod and delivered a manual injection as treatment.